Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-vantive technician. Inspection of the machine showed that an unspecified number of internal silicone connectors were broken, which lead to the reported fluid leak. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the silicone connectors failure was due to aging and the components were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from an ak 96 machine prior to use. The internal interfaces of the machine were aging and were not airtight enough after long-term disinfection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.